Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/15/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * was the hair found inside or outside the sealed sterile packaging? * please confirm the number of devices being returned for analysis. * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The following information was received: I will be returning 1 pack of suture that had the alleged hair in it. They save it from the surgical field for me to send back to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported by the sales rep that, as they opened the suture pack, they found a hair. No patient involvement. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/8/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil packet and one winding former with eight needle suture combination inside the petri-dish were received for analysis. The product code vcp701d is multistrand and contains eight strands per packet. Upon initial inspection of the returned sample, no foreign matter, hair or anomalies were observed on the sample. In addition, the petri-dish was examined and none was observed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no foreign matter or anomalies were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.